Event description:
It was reported that an external pulse generator (epg) was "not counting" correctly. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: could not confirm the reported event; the device passed all incoming functional tests. Analysis found the upper case, lower case, one bail cover, and the battery drawer are broken. One bail cover is missing and the battery contacts are compressed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).